Manufacturer narrative:
Updated data: h6 image review: intra procedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. Evidence shows that a large stent was deployed in the thoracic aorta during the procedure. During the implantation, the delivery catheter system seemed to interact with the anatomy unfavorably and challenges to deploy were noticeable. At least one recapture was performed due to suboptimal depth. Prior to release, the valve appeared to be positioned at an appropriate depth and coronary perfusion is visible. Post implant dilation was performed at least three times. Final angiogram reveals absence of flow in the left coronary artery. It was reported that cardiopulmonary resuscitation was attempted but the patient subsequently died. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: death; coronary occlusion, obstruction, or vessel spasm (including acute coronary closure). Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post balloon aortic valvuloplasty (bav) was performed for paravalvular leak (pvl).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, but a conclusive cause could not be determined from the limited information available. Conduction disturbances, including complete cardiac arrest, are known potential adverse effects per the device instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. With the information available, no root cause can be assigned. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. With the information available, a conclusive cause could not be determined. Per the physician, the valve can be excluded as a contributing cause to the patient¿s death. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no information to indicate a device malfunction, or a quality deficiency was related to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0011840810); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop34 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted that the patient had anatomical difficulties and comorbidities. The patient underwent implantation of a thoracic aortic endoprosthesis prior to the valve implant because the patient had soft calcifications in the aorta and was considered at risk for displacement. There was difficulty gaining access with the endoprosthesis. During the valve implant procedure, the procedure was complex due to the patient previously having their left lung removed, causing the aorta to be rotated to the right side of the sternum bone, making it difficult to adjust implant projections. Prolonged anesthesia was reported due to the difficult access. It was reported that the patient was unstable throughout the procedure. The valve was implanted and post-implant balloon aortic valvuloplasty (bav) was performed. Following the bav, severe hypotension and cardiorespiratory arrest occurred. Cardiopulmonary resuscitation (CPR) was attempted, however, was unsuccessful. The patient subsequently died. Per the physician, the cause of death was suicide ventricle. Per the physician, the valve can be excluded as a contributing cause to the patient¿s death.

Manufacturer narrative:
Updated data: b5 - third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was noted that the patient had anatomical difficulties and comorbidities. The patient underwent implantation of a thoracic aortic endoprosthesis prior to the valve implant because the patient had soft calcifications in the aorta and was considered at risk for displacement. There was difficulty gaining access with the endoprosthesis. During the valve implant procedure, the procedure was complex due to the patient previously having their left lung removed, causing the aorta to be rotated to the right side of the sternum bone, making it difficult to adjust implant projections. Prolonged anesthesia was reported due to the difficult access. It was reported that the patient was unstable throughout the procedure. The valve was implanted and post-implant balloon aortic valvuloplasty (bav) was performed. Following the bav, severe hypotension and cardiorespiratory arrest occurred. Cardiopulmonary resuscitation (CPR) was attempted, however, was unsuccessful. The patient subsequently died. Per the physician, the cause of death was suicide ventricle. Per the physician, the valve can be excluded as a contributing cause to the patient¿s death. Additional information was received that the post balloon aortic valvuloplasty (bav) was performed for paravalvular leak (pvl). Additional information was received that the severity of the paravalvular leak (pvl) was severe.